Event description:
"Wellstart" sold me the prescribed devices. I get them in groups of 6 or 8. The last onefailed after only 2 hrs of use. I installed it at around 10:30PM, 7/21/26. Itscanned/initialized properly, but failed about 2 hrs later. The problem is 1) if it failswhen I'm asleep, Worst case scenario, I might not wake-up. 2) I tried to use the Abbottwebsite to get a replacement and it is configured so that it just keeps starting you backin the beginning in a continuous loop. The "AI" chatbot is the same way. They ask youfor info which you have to get by going to another "window" and when you return tothe chat, it has ended that convo and you start another from the very beginning, reentering all the info you already entered previously. It is literally maddening. I think thesite is deliberately designed to discourage one from filing for a replacement. / Productdetails: Abbott Labs Libre 3+ continuous blood glucose monitor. 3 of my last 6 havefailed prematurely: TWO by "sensor error", ONE BECAUSE the adhesive failed & it fell off. I tried TO get a replacement for the last defective ONE, but website is impossible 2 navigate. PATIENT CODE: E2403. DEVICE CODE: A070908, A040102. REFERENCE REPORTS: CDRH-50077493, CDRH-50077495;CDRH-50077497. THIS REPORT CAPTURES: Abbot Labs/Libre 3+ CGM #1.